Event description:
Device malfunction: none. Symptoms/ae: dissection. Time of ae: during the procedure. It was reported that no predilatation was performed prior to stenting. During an angioplasty of the left anterior descending (lad) and the right coronary artery (rca), a 2.75 x 38 mm xience prime stent and a 3.0 x 15 mm xience v stent were deployed in the lad. A 2.75 x 23 mm xience stent was deployed in the rca; however, post deployment of the stent, a distal edge dissection was noted, which was treated with an additional 2.5 x 12 mm xience v stent to cover the dissection. The patient is doing fine and is stable. No additional event or patient information is available.

Manufacturer narrative:
(B) (4).